Event description:
The physician was performing pseudocyst drainage during an ercp procedure using a gi aspiration needle. Following insertion of the needle into the pseudocyst, the needle separated from the catheter and detached in the duodenum. The needle was immediately retrieved utilizaing a snare. It was reported that a side-viewing endoscope was used during the procedure. The aspiration needle is not recommended for use with a side-viewing endoscope, as the angle will cause the needle to break. No further complications occurred and the pt is reported to be in good condition.